Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler sample and diluent appeared not to mix in rows g and h, position 7. An ortho field svc engineer was dispatched and problem was not duplicated. The fse replaced plunger clamps and performed maintenance. No death or serious injury was associated with this event.